Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 364 mg/dl. The customer was not available to perform troubleshooting on the insulin pump. The customer's nurse stated that she thinks the customer may require additional training on the insulin pump. The customer's nurse was put in contact with an insulin pump trainer to arrange for additional training. The customer was also advised to discuss the situation with her endocrinologist and to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.